Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that their insulin pump would not deliver the amount of insulin the customer wanted. Customer was walked through trouble shooting and now has a better understanding of problem. The customer's blood glucose level was reported at 361 mg/dl. No further information was provided .